Manufacturer narrative:
The ventilator was examined by our field service engineer together with hospital staff and no malfunctions were found. There was no recurrence of the reported issue. The ventilator¿s alarm system was tested, alarms were triggered audible and visible as intended. The ventilator passed the functional testing and was cleared for clinical use. Evaluation of the received device logs show several alarms for high airway pressure and low expiratory minute volume indicating that ventilation was ongoing but with higher airway pressure than intended. According to the log, the alarms have been silenced by the user during the whole ventilation period by tapping audio pause on the panel, which explains why there was no sound. There is nothing in the technical log that would indicate that the alarms were not audible and visible and displayed on the panel. The high airway pressure alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. This leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. Our conclusion is that there was no ventilator malfunction at the time of the incident.

Event description:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it gave a peak pressure message but no visual or sounding alarm. The patient was disconnected to enable aspiration but still there was no alarm displayed. According to the hospital, the ventilator seemed not to deliver any gases. The patient desaturated but the final patient outcome was no injury. Manufacturer ref. #: (B)(4).